Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was brought in and the noise was able to be reproduced in both the programmed secondary sensing vector along with the alternate sensing vector. Technical services (ts) was consulted and upon review of the data, discussed possible causes including a dislodgement, an electrode integrity or connection issue and suggested obtaining an x-ray. X-rays were taken and sent to ts for review. Upon review, ts observed that the electrode was correctly inserted into the header and no macroscopically visible damage of the electrode was noted. Ts advised that based upon the findings, just the electrode should be replaced. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.